Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues with the heartmate ii system controller was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a test power module and system monitor and communication was unable to be established. The system controller was opened and visually inspected at the component level to be physically unremarkable. The resistance of the underlying wires in both power cables was measured, and an electrical open loop was observed on the orange (communication out signal) wire in the white power cable. The insulation of the underlying wires was tested and the orange wire in the white power cable was also observed to be electrically shorting to the shield. The insulation of the remaining wires passed. The power cables were replaced with test power cables and the observed communication issue resolved. The controller was then functionally tested and passed. The downloaded log file captured a motor stop command being received on 06feb2026 followed by the driveline and both power cables being disconnected. This is consistent with the controller exchange. The pump operated as intended throughout the log file and there were no other notable events captured. The provided information indicated the communication issue resolved after the controller was exchanged. The root cause for the observed communication issue was determined to be due to wire fatigue on the orange (communication out signal) wire in the white power cable. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A, heartmate ii patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs the user not to twist, kink, or bend any cables to prevent damaging them. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate ii system controller was exchanged because it would not download on the heartmate touch to see the alarms. It was confirmed that the system controller exchange resolved the issue. The issue was with connecting the system controller to the heartmate touch. The product was returned for evaluation on 16feb2026.